Event description:
Reporter alleged the customer obtained a result in the 200-299 mg/dl range, took "0.5 units" of his byetta pen. Reporter stated that within 15-20 minutes, he was shaky, confused, sweaty and then he passed out. Reporter alleged she obtained discrepant back to back blood glucose results of 70 mg/dl, 60 mg/dl and 40 mg/dl on the customer when all tests were performed within 10 minutes on the advantage system. Reporter stated she force-fed the customer juice and glucose tabs. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent. Reporter stated the strips used are no longer available and so no product will be returned for eval.